Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation confirmed the reported symptom through the device history log but was unable to reproduce under test. Evaluation of known contribution to ec 322 has led to the determination that the upper and lower auxiliary assemblies were the failing components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate. The upper and lower auxiliary components were replaced.

Event description:
It was reported that during an infusion of electrolytes (delivery parameters unk), a device experienced a system error 322. It was also reported that there was no pt injury.